Manufacturer narrative:
Additional information: h11: the device was received for evaluation. An event history log review (ehlr) was performed, and it was noted that here were ui and board heartbeat failures in the log which may suggest the pump may have frozen. During evaluation of the returned device, the reported problem was unable to be duplicated. A keypad test, fluid delivery test, and flow accuracy test were performed with no issues noted. The pump was able to successfully infuse. The case halves were opened to perform visual inspection of internal components with no discrepancies found. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified in the ehlr. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq syringe pump froze while trying to up the fentanyl dose. This issue occurred during delivery while the patient was connected for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.